Event description:
Hill-rom received a report from the account stating the foot pedal had a broken weld, resulting in brakes not holding. The bed was located at the account. There was no patient/user injury reported.

Manufacturer narrative:
The hill-rom tech support found the brake steer pedal inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account ordered the part and will replace to resolve the issue. Based on this info, no further action is required.